Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The xience sierra stent delivery system (sds) could not advance on the non-abbott guide wire and while trying to remove the sds from the guide wire, the sds tip detached outside the patient. Another same size xience sierra was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material separation (tip) was not confirmed as the tip remained attached to the device, but was noted to be stretched. The reported difficult to advance/position and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.